Manufacturer narrative:
(B)(4).

Event description:
The centrum distributor reports that surgeon lsmf from the colon and rectum area of the central military hospital reported that she has presented erythema on her hands after using the surgical brush catalog 371163 (pcmx 3%) for which she requests the change of catalog to 371073 (chg 4%). In addition, she states that the epidemiology area of the hospital carried out a study where the presence of microbiota was even detected in the area already washed with the brush. This claim was opened to investigate : eythema. Complaint pr (B)(4) was opened to investigate the presence of microbiota.